Manufacturer narrative:
Material analysis was performed on a similar device with the same failure mode and it was concluded that the shaft fractured away from the knob in a ductile overload mode likely caused by multiple directional forces applied onto the knob. Device and complaint history records review could not be performed as a valid lot code or catalog was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed and two similar complaints were identified. No additional information was received from the complainant upon multiple requests. The vlift surgical technique emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. While rare, intraoperative fracture or breakage of instruments can occur . Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. A plausible cause of the reported event cannot be determined conclusively from the information provided and without device evaluation, however, excessive impaction force may have caused the cap to detach as indicated in the previous similar complaints. H3 other text : status and location of the device is unknown.

Event description:
It was reported that the cap of the vlift expander detached from the main body during cage impaction intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the cap of the vlift expander detached from the main body during cage impaction intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.